Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had channel error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module was infusing tpn and alarmed for channel error. The tpn was clamped and the channel was replaced immediately. There was patient involvement but no harm.

Manufacturer narrative:
Correction: describe event or problem per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module was infusing tpn and alarmed for channel error. The tpn was clamped and the channel was replaced immediately. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Third party servicer mentioned that "the root cause was a failed pressure sensor on egl4909. The pressure sensor was replaced. After repairs, all units passed functional testing."